Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead had difficulty being inserted into the header of the pulse generator. The patient was stable post procedure.